Event description:
It was reported that catheter break occurred. An angiojet solent omni was used for a thrombectomy procedure. During the procedure, it was noted that the catheter was separated when it was removed from the patient's body. The procedure was completed with this device. No patient complications were reported.